Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a request was made to readmit one patient. A technical support specialist (tss) dialed into the server and checked the patient visit identification number. The tss found that a discharge transaction existed for that visit, with the discharge date set to (B)(6) 2025, at 17:30. In the facility settings, the reverse discharge timeframe had been configured for 24 hours. Another temporary patient record had been created on (B)(6) 2025, at 19:03, and based on the facility settings, the temporary patient¿s active duration was set to four hours. The patient status was expired because the temporary active duration had passed. The tss contacted customer and provided guidance on undoing the discharge for the patient. The reverse discharge timeframe was changed to 96 hours, which allowed editing of the discharge date and the user was confirmed the intention to use the same visit identification number for readmission. The discharge date was cleared, and the patient status updated to admitted. The tss explained the settings related to temporary active duration and shared instructions via email on reconciling a temporary patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a request was made to readmit one patient. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.